Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, arteriotomy locator, hemostasis sheath, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. Bypass tube was intact at the distal tip of the carrier tube. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: interventional neurologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal anchor did not deploy into the artery as intended and the doctor felt that the device was not behaving the way it usually does. The doctor clicked the angio-seal carrier system to the angio-seal sheath cap, after having withdrawn the dilator and the guidewire, but the anchor was not released into the artery. When the device cap was pulled into the full rear locked position and the device/sheath withdrawn slowly, the whole device came out of the patient and the anchor had not exited the carrier system shaft. The patient was managed by manual compression and a femostop device and had to endure a longer procedure time and longer hospital stay because of the angio-seal failure. Additional information was received on 11 jan 2023: the procedure performed for the patient, prior to using the closure device was a digital subtractions cerebral angiography. The size of the procedure sheath that was used was a 5 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Insertion was as usual, no difficulties. Deployment was as usual, no difficulties. Withdrawal, the device was unable to anchor in the artery and there was no suture coming from the artery to withdraw part of the device, the device was withdrawn without any hemostatic effect. The blood loss amount was not greater than 250cc. Minor harm to the patient, was reported was that the patient had alternative hemostasis, manual compression and a femostop external device. Patient was immobilized more than 2.5 hours instead of expected short immobilization after angio-seal. There were some discomforts due to compression from femostop and backpains due to the fixed position in the bed. The patient condition was stable. The procedure was successful.